Event description:
It was reported that the patient had multiple inappropriate shocks. The smart pass feature had programmed itself off. The shock impedance for the inappropriate shocks was around 35 ohms. The implant impedance was 62 ohms but the office follow-up found the impedance was less than 30 ohms. An automatic setup was done, and the device chose the secondary vector this time. The smart pass feature is now re-enabled. There were no additional adverse patient effects.